Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported the patient was found sweaty and unresponsive by her daughter-in-law at 1:30 am. Hypoglycemia was suspect, but the patient was unable to drink or eat anything. Emergency medical technician¿s (emt) was called, the patient was transferred to the nearest hospital and admitted with a bg of 1500 mg/dl. The patient was transfer to a larger hospital where he was admitted to the intensive care unit (ICU) for five days. He was treated with fluids and insulin via intravenous (IV) therapy and other unspecified medications. The patient reported his kidneys had shut down, he had a cardiac vessel blockage that required heparin and brain swelling as a result of rapidly lowering his blood glucose. The patient became alert on the fourth day of hospitalization; he stated that he did not remember coming home from work on tuesday but that the cgm and omnipod pump were both on him in the morning prior to leaving for work. He does not recall if he received any alarms, if he removed or turned off his devices and/or he experience heat stroke and what had occurred between tuesday evening and thursday morning. The sensor was not on the patient at the time he was found unresponsive. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.